Event description:
Related manufacturer reference number: 2017865-2020-19363. It was reported that an asymptomatic patient had presented to a generator replacement procedure with their left ventricular lead exhibiting high capture thresholds. It is suspected that the thresholds caused higher implantable cardioverter defibrillator output and quicker battery depletion. However, no intervention was performed for the lead. Patient was stable after the procedure

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient had presented to a generator replacement procedure with their left ventricular lead exhibiting high capture thresholds. It is suspected that the thresholds caused higher device output and quicker battery depletion. However, no intervention was performed for the lead. Patient was stable after the procedure